Manufacturer narrative:
(B)(4)., lot: 16097768 is 10885403221941. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing filter separated from the tubing at the outlet (patient side) of the filter during patient use. They changed the tubing and attached it to the patient, but prior to restarting the fluids, they performed a simple "tug" on the tubing and it separated again at the outlet of the filter and began to leak. The tubing was replaced a third time without further complications. There is no report of patient harm.

Manufacturer narrative:
Concomitant product: disregard (B)(4). The customer¿s report of IV tubing separating from the filter outlet was confirmed. Visual inspection of the set noted the tubing below the filter was completely separated from the filter outlet. Microscopic examination did not reveal evidence of bonding solvent at the separated areas. Functional testing was not performed due to separation. The root cause of the separation was determined to be an absence of bonding solvent applied to the bond site during production of the set.

Manufacturer narrative:
Additional medwatch information provided the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's maude report from FDA, which states ¿the patient was to receive immunotherapy treatment as order. The immunotherapy's IV line was placed using an IV pump to administer to patient, and line from the filter to the patient disconnected and fell to the floor. There was not therapy spill at this time: however the potential for a spill exists in this setting. The IV therapy bag and line was returned to the pharmacy department. Diagnosis or reason fro use: metastatic melanoma. "